Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap incisional hernia repair. Event description: [ ]an incident where a plastic protector cap from a port was found inside a patient and as part of the report I have been asked to explore any changes that the company can make to packaging and or a warning regarding the end cap/balloon protector cap (not sure of it official name). Information from product complaint form received 7jun23: incidental finding upon 3rd procedure over 2.5 years. First procedure (attempted lap chole) on (B)(6) 2020 second procedure (lap chole) on (B)(6) 2021 unknown during which procedure the component was originally retained. Effectively event is unknown, as we don't know which procedure it occurred during. However, [customer name redacted] believes it was user error, and that the trocar was inserted into the patient with the cap still on, which then was retained as it got stuck on the omentum during removal. We believe the user was unaware this component should have been removed. The complement was retrieved whole. Information received from applied medical representative via email 12jun23: images of component received. Type of intervention: component removed. Patient status: fine.

Event description:
Procedure performed: lap incisional hernia repair. Event description: ]an incident where a plastic protector cap from a port was found inside a patient and as part of the report I have been asked to explore any changes that the company can make to packaging and or a warning regarding the end cap/balloon protector cap (not sure of it official name). Information from product complaint form received (B)(6): incidental finding upon 3rd procedure over 2.5 years. First procedure (attempted lap chole) on (B)(6) 2020 second procedure (lap chole) on (B)(6) 2021 unknown during which procedure the component was originally retained. Effectively event is unknown, as we don't know which procedure it occurred during. However, [customer name redacted] believes it was user error, and that the trocar was inserted into the patient with the cap still on, which then was retained as it got stuck on the omentum during removal. We believe the user was unaware this component should have been removed. The complement was retrieved whole. Information received from applied medical representative via email (B)(6): images of component received. Type of intervention: component removed. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant¿s experience of component detachment as the sleeve protector was detached inside the patient. Based on the description of the event, it is likely that the reported event was caused by use error. Applied medical¿s instructions for use (IFU) states that, "prior to use, inspect the package of all sterile components to ensure that the integrity has not been compromised. Remove all packaging materials from the device."